Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral retrograde approach. The 100% stenosed target lesion was located in the severely calcified and mildly tortuous common iliac artery. A non bsc guide wire was placed and another non bsc guide wire was advanced and crossed the lesion. True lumen was observed via intravascular ultrasound (ivus). Then a 4mmx2cm sterling balloon catheter was used for predilation and an epic stent was fully deployed and was well apposed in the target lesion. A 7.0 x 40, 75cm mustang¿ balloon catheter was advanced for post dilation of the recently implanted stent over a 0.014 guide wire but failed to cross the lesion due to resistance. The 0.014 guide wire was exchanged to a 0.035 guide wire and the 7.0 x 40, 75cm mustang¿ balloon catheter able to cross the lesion without issue. The balloon was inflated however it ruptured at 12 atmospheres on the first inflation. The device was removed from the patient with no issue. Post dilation was performed using a non bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.